Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger would not power on. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon receipt, the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted form the defective battery charger power brick. The pt received a replacement battery charger.